Event description:
It was reported that prior to an unk procedure, the hand piece was over impedence. It was a device for demonstration. No pt involvement.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity and phase margin. However, the impedance value was found to be within manufacturing specifications. Complaint info is trended on a regular basis to determine if further investigation is warranted.